Event description:
It was reported the patient had fallen on the ipg about 5 weeks after the implant of the scs system. The patient reported it felt as though the ipg was now loose and moving around within the ipg pocket site. The patient reported increasing difficulty communicating with the external devices due to the issue. It was reported surgical intervention was to be undertaken to address the issue at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.